Event description:
It was reported that the patient required a laminectomy in order for his physician to lay the wires for his implantable neurostimulator (ins). Following the procedure, a lead trial was performed. After several weeks had passed, and during the permanent lead placement procedure, the patient experienced a "ruptured, bleeding mess" that had to be opened by his physician; the physician sewed "something" to stop the bleeding. The patient's physicians felt that it had been caused by the scar tissue that had formed and when they "ran into a wall" while trying to push the laparoscopic equipment in during the surgical procedure. The physicians sent the patient home with a wound pump on his back. The physicians then implanted his ins and the patient had no issues recovering, as "everything was fine in that regard." It was noted that the patient's recharger belt had broken for the second time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65 lot#: serial#: (B)(4) implanted: 2010-(B)(6) explanted: product type: lead product ID: neu_unknown_lead lot#: serial#: neu_unknown_lead implanted: explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4) implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4) implanted: explanted: product type: programmer, patient. (B)(4).